Manufacturer narrative:
The warnings in the package insert states "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event, reference 1032347-2016-00377 through 1032347-2016-00379.

Event description:
The patient reported pain and her implant started squeaking and she can¿t open her mouth very wide after she had a dental procedure. She stated she will undergo an exploratory procedure to determine the cause on (B)(6) 2016.

Manufacturer narrative:
The patient was contacted for follow up and she stated she has not seen her surgeon at this time; no procedures or treatment have been performed. Correction to previously submitted narrative which stated "the lot number is unknown; therefore the device history records are unable to be reviewed." The lot number is known and no non-conformance was found for this lot. Supplemental report three of four for the same event, reference 1032347-2016-00376-1 through 1032347-2016-00379-1.